Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info regarding the pt and device has been requested.

Event description:
Literature: villanueva perez vl, asensio-samper jm, fabregat-cid c., monserrat-ripoli, d. De andres-ibanez, ja. Mielitis transversa aguda: tratamiento del dolor. Rev. Neurol 2010; 50: 318-9. Summary: the authors describe their experience with a (B)(6) female diagnosed in 1987 with transverse myelitis and spinal cord atrophy of d7 to d 10, probably of infectious origin who was previously treated in several different facilities. The pt received oral treatment with amitryptiline, clonazepam, baclofen, and transcutaneous electrical nerve stimulation without adequate relief of symptoms. Event: in (B)(6) 1998, a bone marrow reservoir was implanted and perfusion of meperidine was initiated in a dose of 20 mg/day with additional treatment with paracetamol, carbamazepine, and amitriptyline. Her myoclonus improved completely, and she experienced satisfactory pain relief without side effects. Symptoms were controlled until (B)(6) 1990, clonidine and meperidine were then used for pain control. This file is for three occasions the pt underwent procedures for catheter displacement, and in all cases, the catheter was replaced without incident.